Manufacturer narrative:
(B)(4) manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 4. Reference MFR. Report# 1627487-2016-04875, reference MFR. Report# 3006705815-2016-00449, reference MFR. Report# 3006705815-2016-00450. It was reported the patient experienced drainage at the ipg and the anchors site. The physician prescribed clindamycin and later when evaluated the patient; no drainage was present. Further follow up identified the patient underwent surgical intervention wherein the scs system was explanted and the patient received intravenous medicines. Later, the patient was observed on (B)(6) 2016 and the cultures came out negative for infection. The patient received 2 scs anchors with a same lot number.